Event description:
Customer reports to have received a no delivery alarm. Customer states that insulin pump was stuck on the time and date screen and was not able to rewind. Customer's blood glucose was 454 mg/dl, which was treated with manual injection. Customer received assistance in setting time / date and was able to rewind. Customer also resolved no delivery with infusion set change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.